Manufacturer narrative:
Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. Visual inspection of the pump showed that pump had no damage. The review of device history log identified the following event: 0122> error - 1720 - (B)(6) 2019 9:52:00 pm, / functional testing included use testing. The device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. The problem source was identified as back-up capacitor.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave pump alarming for "error code 1720". No adverse effects reported.